Manufacturer narrative:
Visual inspection has shown that the products in lot 2000399465 have a sweeper tip instead of a backflush tip. All other parts of the instruments in lot 2000399465 are correct. The faulty tip was caused by a production error. A field safety corrective action was initiated to withdraw all products of the affected lot from the market and replace them with the correct assembled products. The total lot contained 60 products ((12 sets of 5)). (B)(4). A design history review was performed. No deviations were found in the process and the used articles. To prevent recurrence, an awareness training for production staff involved in the affected lot was performed.

Event description:
Upon opening the packet and extending the tip, the product was found to have the incorrect tip on it.